Event description:
Both scanning mirrors of the device stopped movement and the laser beam was not switched off by the laser safety circuit. When the failure occurred, no patient was examined and no person was exposed to laser radiation. The physicians and specialists for heidelberg retina angiograph (hra/c) device examinations immediately recognized the failure when they switched on the device, and called the heidelberg engineering support hotline.